Event description:
The customer reported that the teeth are not aligning when the zipper is closed on the right side panel. There was no patient incident or injury reported.

Manufacturer narrative:
Results: the reported issue was confirmed. The evaluation revealed two slider bodies open on access panel side a. Additionally, there is a three inch hole on the bottom of the mattress envelope and two holes on the top surface of the mattress envelope. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. (B)(4).